Event description:
The device was used an ileostomy procedure. Reportedly, the instrument did not work properly. The wound was not secured properly. The surgical procedure was prolonged due to manual suturing.

Manufacturer narrative:
12/30/1997-supplemental report #1 submitted to FDA. Device not rec'd for eval.